Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. Once the right ventricular lead was placed in the body, the lead exhibited high impedance and high capture threshold. The physician re-positioned the lead multiple times with the same result. The lead was then replaced and the procedure was completed successfully. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of high lead impedance and high capture threshold were not confirmed. Analysis was normal. No anomalies were found.